Event description:
A report was received that the patient was explanted due to pain at the ipg site.

Manufacturer narrative:
The returned ipg was analyzed and the complaint was not confirmed. Sc-1110-02, sn: (B)(4). The device passed the required tests and exhibited normal device characteristics. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient was explanted due to pain at the ipg site.

Manufacturer narrative:
Implant date: (B)(6) 2010.

Event description:
A report was received that the patient was explanted due to pain at the ipg site.

Manufacturer narrative:
Additional information was received that no malfunction was suspected.

Event description:
A report was received that the patient was explanted due to pain at the ipg site.